Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose on unknown date with unknown blood glucose. The customer also stated that the insulin pump had cracked at battery compartment. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) and pump error 40 found in the long trace history due to a software error. Unable to verify serious pump error and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and end cap address label missing.